Manufacturer narrative:
(B)(4). Approximate age of device ¿ 71 days. The patient remains ongoing on device support. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during system controller interrogation the lvad produced elevated estimated flow values, starting on (B)(6) 2016. The elevations occurred with increasing frequency on (B)(6) 2016. The patient was asymptomatic. The patient¿s inr was 1.5, with a goal of 2-3, and log file analysis by the manufacturer¿s technical services confirmed the elevated pump flow estimation values. The patient¿s lactate dehydrogenase (ldh) was 230 u/l on (B)(6) 2016. During ramp echocardiogram the pump achieved aortic valve closing and left ventricular decompression. The patient was treated with heparin and it was reported that the lvad readings returned to normal when the inr became therapeutic. The patient was experiencing fatigue, and has been moved to status 1a on the heart transplant list due to elevated lvad power readings. The plan was the discharge the patient with lovenox added the anticoagulation therapy, and monitor inr more frequently. No additional information was provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. The report of power and flows elevations was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the events could not be conclusively determined. The log file captured intermittent power and flow elevations on (B)(6) 2016. On (B)(6) 2016, power elevations were over 9 watts with a decreased average pi. Although a cause for these could not be conclusively determined, if a thrombus was present inside the pump, it would have created additional resistance on the spinning rotor and caused the power and flow elevations. The pump was returned assembled with the driveline severed approximately 5.5 inches from the pump housing. The severed portion of the driveline was not returned. The pump appeared to have been exposed to a fixative agent prior to being returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered thrombus formations or depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. During the disassembly process, the pump was damaged and a functional test could not be conducted. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Report type updated post-heart transplant for suspected pump thrombosis. It was initially reported that the device would not be returned for evaluation as the patient remained ongoing with lvad support. The patient received a heart transplant; therefore the device was returned for evaluation. The evaluation is not yet complete.

Event description:
Additional information: the patient received a successful heart transplant on (B)(6) 2016. The patient had been listed as status 1a for transplant related to elevated pump powers and suspected pump thrombosis.